Event description:
It was reported that the target lesion was a long diffuse stenosis (80%) in the mid left anterior descending artery (lad) with moderate calcification. The 2.5 x 28 mm xience pro stent was advanced and crossed the lesion without issue. During inflation, it was noted that the stent delivery system (sds) balloon opened only at the proximal part of the stent and the sds balloon ruptured when reaching 11 atmospheres (atm). The sds was able to be retracted with the stent still on it. After that, another xience stent (2.75 x 28 mm) was used, without issue, to complete the case. The patient is reported to be fine. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue and balloon rupture were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The PMA# is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.